Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 25-feb-2026, auto suspend alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 25-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the primary svn#: (B)(4) and related svn#: (B)(4) with the same event date of 25-feb-2026, these pump error(s)/alarm(s) were noted: auto suspend alarm were found on: (B)(6) 2026 22:54:00.000, (B)(6) 2026 23:04:00.000, (B)(6) 2026 00:33:00.000, (B)(6) 2026 01:36:00.000, (B)(6) 2026 02:36:00.000, (B)(6) 2026 03:50:00.000, (B)(6) 2026 04:00:00.000, (B)(6) 2026 05:00:00.000, (B)(6) 2026 06:53:00.000, (B)(6) 2026 07:55:00.000, (B)(6) 2026 09:24:00.000, (B)(6) 2026 09:34:00.000, (B)(6) 2026 12:08:00.000, (B)(6) 2026 15:02:00.000, (B)(6) 2026 18:11:00.000, (B)(6) 2026 21:01:00.000, (B)(6) 2026 21:11:00.000, (B)(6) 2026 22:11:00.000. As per r&d engineer (B)(6): as per ngp design, ¿if the auto suspend option is enabled and the time duration elapses without key presses the pump shall generate an auto suspend alarm (fault 12)¿. The customer changed the auto suspend duration from 12 hours to 1 hour on (B)(6) 2026, at 7:41pm: (B)(6) 2026 19:41:02.000 autosuspendchange (114), eventtype = 114, sourceid = 128, historyrecordlength = 15, systemtime = (B)(6) 2026 19:41:02.000, oldautosuspendenabledisable: enable (1), oldautosuspendtime: 12 hour, newautosuspendenabledisable: enable (1), newautosuspendtime: 1 hour. Conclusion: pump behaved as expected; it was generating auto suspend alarm as per design: accurately an in time. Sensorexpiredalert (794) was found on: (B)(6) 2026 09:48:54.000, (B)(6) 2026 09:58:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.79 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. Customer reported blood glucose value of 50 mg/dl. Customer was treated with carb intake. Customer was assisted by ems for further treatment. The event involved product(s) mmt-1884l, unk_reservoir, unk_disposables. Troubleshooting was performed. Customer mentioned that the battery compartment of the pump was damaged. Customer also experienced symptoms related to sweating and off balance. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. Customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l, unk_reservoir, unk_disposables.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.